Event description:
It was reported to Philips that the system's c-arm was unable to perform geometry movements. The user performed a reboot, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to Philips.Philips has started an investigation of this complaint.